Manufacturer narrative:
(B)(4) it was reported that during a persistent afib case, an rv dysfunction developed and the patient experienced cardiac ischemia in the right inferior coronary artery. The patient has a drop in blood pressure and an EKG was performed. Caller also reported there was an st segment elevation. The physician continued to ablate after the ischemia subsided. Patient was reported to be in stable condition. Upon received the catheter was visually inspected and it was found in normal condition. Per the event, the catheter was tested for electrical performance, it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passes. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the st segment elevation remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/04/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4)

Event description:
It was reported that a female patient underwent an ablation procedure for persistent atrial fibrillation with an ez steer navigational catheter and suffered a transient st-segment elevation requiring no medical intervention. During the procedure, patient became hypotensive. ECG revealed st segment elevation with right inferior coronary artery ischemia. Coronary angiography and ECG revealed right ventricular dysfunction. Ischemia resolved and physician continued the procedure. Patient was in stable condition at the time of complaint report. Patient outcome is improved. Follow-up investigation has been made to obtain clarification to this complaint. However, no further information has been made available. It is unknown whether the patient was required extended hospitalization or not. Bwi takes conservative approach to report this event.